Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 251 mg/dl. The customer delivered a bolus with the pump. The customer stated that they should have delivered more insulin for carbohydrates consumed. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.